Event description:
Per the doctor's post-op note: transurethral: "the bladder was examined. The indwelling cook resonance stent was seen to have a small amount of stone debris attached to it for distance of approximately 2 cm." Percutaneous: "the flexible nephroscope was passed down to the proximal end of the cook resonance stent which was present in the proximal ureter. No significant debris was present upon this. Multiple attempts were made with multiple devices to engage the stent and remove it, but these were not successful. During these attempts the access sheath did pull back out of the kidney and access was reestablished by the physician and the interventional radiology team. The flexible ureteroscope was then passed into the renal pelvis and down the left ureter alongside the coil in the resident stent which was present in the upper ureter. This was passed distally where a 8 mm stone was encountered in the mid ureter attached to the stent. " updated (B)(6) 2024: surgery dates: (B)(6) 2024: cystoscopy, left retrograde pyelogram, left ureteroscopy, attempted removal of left ureteral stent unsuccessful. (B)(6) 2024: cystoscopy, bilateral retrograde pyelogram, insertion of left ureteral stent, attempted removal of the left ureteral stent, extracorproal shockwave lithotripsy left rebal stone and distal left ureteral stone. (B)(6) 2024; cystoscopy holmium laser lithotripsy of bladder stone on stent, left percutaneous nephrostoureterolithotomy, antagrade ureteroscopy with laser lithotripsy ureter stone, exchange of left utereral stent.